Event description:
A home patient (hp) contacted baxter's technical service center (tsc) to report a system error 2240 alarm that occurred during drain 3/5 of automated peritoneal dialysis therapy utilizing homechoice machine. Per initial report, the hp disconnected transfer set from the patient line of the homechoice set during a dwell cycle without pausing therapy, when the hp returned, reconnected and received the alarm approximately 5 minutes later. Baxter's tsc assisted the hp is ending therapy early. No patient injury was reported at the time of the initial report.